Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment a physician experienced "a tip fracture." It was reported that the pipeline was successfully implanted. No patient injury was reported.

Manufacturer narrative:
The device will not be returned as it was discarded by the customer. Without return of the device we are unable to definitively determine the cause of the reported experienced. Furthermore, a device lot history record could not be performed, as a lot number was not provided. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received additional information that this patient was treated for an aneurysm located in the ophthalmic segment of the internal carotid artery. It was reported that the pipeline push wire fractured at the proximal end where the pusher wire terminates into the device. It was further reported that the fracture occurred while attempting to recapture the device around a bend which may have contributed to the added stress on the system. It was reported that the patient had less than moderate tortuous anatomy. All the aspects of the device were safely removed from the patient. No patient injury.